Manufacturer narrative:
A complete manufacturing records review conducted by intrinsic showed that the product was manufactured to specification. There was no suggestion from the surgeon that there was an issue with the initial placement of the device. Based on the x-rays provided by the site, the migration of the mesh component into the epidural space was confirmed. Device migration is a known inherent risk identified in the device IFU with occurrence rates lower than those stated in our device IFU which are determined and based upon the pivotal superiority study. In similar complaints, possible cause of the occlusion component migration was mechanical loading on the mesh component due to intradiscal pressure developed in response to the patient's activities. Note: this MDR is being filed since intrinsic has identified 12 complaints that originated outside the us (ous) between feb 2019 and may 2020 that are deemed to be reportable in the us. Hence this MDR report is past 30 days from the adverse event occurrence date.

Event description:
Patient was implanted with a 10mm device into the l4 vertebral body of the l4/5 disc on (B)(6) 2015. Based on the images provided with this complaint from (B)(6) 2019, the occlusion component had migrated into the epidural space nearly 4 years post-operative. Preoperatively, the subject presented with a vas pain score of 70. In (B)(6) 2019, she reported a leg pain score of 47, back pain score of 66, and odi of 54. As of (B)(6) 2019, the subject remains under observation and has not been re-operated.